Event description:
Alleged false positive for rsv target with neumodx¿ flu a-b/rsv/sars-cov-2 vantage assay test strip on the neumodx 96 molecular system, (B)(4).

Manufacturer narrative:
We are reporting this event in an abundance of caution and in accordance with the eua requirements. No adverse outcome was reported.